Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated x-rays of the patient¿s vns showed a lead break. The vns has been disabled. The last known acceptable vns diagnostics results are unknown, and there were no vns programming changes or other changes prior to the painful stimulation occurring.

Event description:
Reporter indicated high lead impedance was obtained with vns systems diagnostics for a patient at an office visit. The patient was also experiencing painful stimulation in the throat since (B)(6) 2013. The reporter was advised to disable the vns. No trauma or device manipulation occurred. All attempts for additional information from the reporter have been unsuccessful to date. Surgery to replace the lead is likely, but insurance issues are preventing surgery scheduling at this time.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that vns was working but it had to be turned off as it was shocking her. Surgery is likely but has not occurred to date.